Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with her onetouch veriosync meter. The complaint was classified based on the customer service representative (csr) documentation and medical surveillance listened to the call recording for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 11am in the morning when she attempted to measure her blood glucose. The patient stated that she manages her diabetes with insulin (lantus and novolog) and self-adjusts the dose, although it is unclear whether she made any changes to her usual diabetes management routine in response to the reported issue. The patient reportedly developed symptoms of ¿burning sensation in side of chest and inside of arm, shaky, can¿t put thoughts together¿ both before and after the alleged meter issue began. The patient reported self-treating by consuming additional food and/or drink on (B)(6) 2015 at approximately 4-5pm. At the time of troubleshooting, the csr noted that it was not the first use of the product and that the battery did need to be recharged. The csr was unable to resolve the issue and noted that the meter had a battery charge issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/8/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.